Event description:
Related manufacturer reference number: 2017865-2022-39370. It was reported that the patient presented to the hospital for a follow-up after system implant procedure. Upon examination, it was noted that the patient had developed a large thrombus in his left upper extremity following the procedure on (B)(6) 2022. The patient underwent a thrombectomy in an attempt to clear the vessel, however, the thrombus returned. The physician suspected that the introduction of a new lead during the implant procedure had narrowed the vessel lumen enough to slow the blood flow causing thrombosis. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted on (B)(6) 2022. The patient was in stable condition throughput.